Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer was unable to interrogate the implantable cardioverter defibrillator (ICD). Technical services (ts) provided assistance in resolving the issue by directing the caller to try a new radiofrequency (rf) head and to run the service diskette. The status of the programmer is unknown. No patient complications were reported as a result of this event.